Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was hospitalized with a blood glucose (bg) of over 800 mg/dl. Bg was treated with insulin drip and customer was released from the hospital on (B)(6) 2018. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.